Event description:
Boston scientific received information that approximately twelve years ago this right ventricular (rv) lead displayed loss of capture and was found to be dislodged. As a result the lead was repositioned and remained in service. Currently the lead was explanted for unknown reasons and returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The lead is currently being analyzed. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. Visual inspection noted that the proximal segment only was returned with a total length pf 115 mm. There was a cut in the insulation at 77 and 78 mm. Given the distal segment was not returned the allegation could not be analyzed.